Manufacturer narrative:
(B)(4). Eval, results: (endoleak, migration). Results/conclusion: (disease progression).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 117 months ago. The aneurysm and vessel at the time of implant is unk. Currently, the vessel morphology was reported as the aortic neck is 24 mm in diameter at the renal arteries, 31 mm in diameter 5 mm below the renal arteries, reverse funnel due to disease progression. There is moderate tortuosity and severe calcification bilaterally in the iliac arteries. It was reported that the pt recently presented emergently with a contained rupture and pain in the abdomen. The CT demonstrated that there was stent graft migration with a proximal type I endoleak. The physician implanted an endurant aortic cuff and the migration and type I endoleak were resolved. No additional clinical sequelae reported and the pt is fine.